Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may not require any intervention or it may require intervention.  The device was not returned to edwards for evaluation as it was unavailable per hospital pathology. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.   The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned via patient registry that a 19mm aortic valve was explanted and replaced with a mechanical valve after an implant duration of 6 years, 2 months due to pannus formation, severe stenosis, high gradient, and mild to moderate paravalvular leak. Patient expired on pod #27 due to increased delirium, decreased consciousness, and deterioration of overall condition.  Per medical records, this was a (B)(6) yrs old female patient with a history of severe ar, aortic dissection, and s/p ascending aortic replacement. Patient presented with severe as and severe tr and underwent a second time redo-avr with a mechanical valve and tricuspid valve repair with a 28mm annuloplasty ring, respectively. Intra-operatively, due to an unexpected ascending aortic dehiscence, a redo ascending aortic replacement was performed. Patient was hemodynamically stable and returned to the ICU critically ill. On pod #2 patient became hemodynamically unstable and echo showed severe mitral insufficiency. On pod #8 patient underwent mitraclip x2 placement successfully to treat mr. Post-operative course was also complicated with a-fib, accelerated junctional rhythms, svt, cardioversion, acute hypoxic respiratory insufficiency, hospital-acquired pneumonia. Finally, patient was successfully extubated and remained extubated for another 9 days. Later, patient developed hospital-acquired delirium and shortness of breath with decrease in level of consciousness. It was decided that no more intubation or CPR would be pursued and patient's condition deteriorated over the next several days. A decision of comfort care was made and patient expired on pod #27.

Manufacturer narrative:
Reference CAPA-20-00141.